Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer resumed insulin delivery successfully without changing supplies and the occlusion alarm did not recur.